Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone the insulin pump was alarming no delivery during manual prime. Customer does not recall her blood glucose at the time of the event. Troubleshooting was performed and the occlusion was resolved with a reservoir change. Manual prime was performed and device didn't alarm. Customer was advised to return the reservoir for further analysis and she agreed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.